Event description:
Drug/diluent: ropivacaine 0.5%. Fill volume: na. Flow rate: na. Procedure: bariatric surgery. Cathplace: roof top - peritoneal space. The catheter stretched excessively during removal and the nurse was unable to verify if the black tip at the end of the catheter was removed entirely.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a f/u report will be filed. The directions for use (dfu) (1307112, rev. A) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow also prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.